Event description:
Malfunction: bed turns off intermittently. An ophthalmic tech reports, the bed turns off intermittently. Add'l info has been requested.

Manufacturer narrative:
During the onsite investigation, the territory mgr (tm) was unable to duplicate the reported issue with the bed. The tm rerouted wires near the bed interlock switches as a precaution. (B) (4). (B) (4). (B) (4).